Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
During a biopsy exam, after placing a clip, the physician and technologist reported that when removing the needle from the breast it was noted that the outer needle had separated from the cannula. The physician was able to manually remove this from the breast. There was no injury or patient impact.